Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
The patient's reported "mechanical ventilation in may, weaning difficulty in february" at 13:00 on (B)(6) 2023, the patient was hospitalized for a long time, brought in the left upper limb PICC catheter, and was placed on (B)(6) 2023, with a service period of 1 year, and is now used for 7 months, when he inspected the ward at 18:25 on (B)(6)2023, he found that the patient's left upper limb PICC membrane exudation was obvious, and the infusion was stopped immediately, and the head nurse of the department was reported to the head nurse and the head nurse to check the patient's condition at the bedside, and the catheter was placed 42cm and leaked 7cm , arm circumference 25cm, the same as the latest maintenance record, and bedside to give the patient maintenance examination PICC catheter, the local skin is intact, there is no bleeding and oozing at the puncture site, the blood is unobstructed, normal saline positive pressure flushing, it is found that there is fluid leakage between 44cm-45cm of the catheter, maintenance is given, the infusion is suspended, and the venous access is re-established to ensure the patient's fluid infusion. At 10:00 on (B)(6)2023, the head nurse of the nursing outpatient zhang bo checked the patient's PICC leakage, determined the location between 44cm-45cm, trimmed the catheter after disinfection, connected the integrated extension tube, the catheter was built-in 38cm, the external leakage was 5cm, and the arm circumference was 25cm, and it was properly fixed. The patient then undergoes x-rays to confirm the catheter position. Confirm that the catheter can be continued, instruct the patient to use PICC infusion fluids, and there is no further leakage during the day, give education to the patient's family, and pay attention to the patient's catheter condition.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "the patient's main reason was "mechanical ventilation in may, weaning difficulty in (B)(6)" at 13:00 on (B)(6) 2023, the patient was hospitalized for a long time, brought in the left upper limb PICC catheter, and was placed on (B)(6) 2023, with a service period of 1 year, and is now used for 7 months, when he inspected the ward at 18:25 on (B)(6), he found that the patient's left upper limb PICC membrane exudation was obvious, and the infusion was stopped immediately, and the head nurse of the department was reported to the head nurse and the head nurse to check the patient's condition at the bedside, and the catheter was placed 42cm and leaked 7cm , arm circumference 25cm, the same as the latest maintenance record, and bedside to give the patient maintenance examination PICC catheter, the local skin is intact, there is no bleeding and oozing at the puncture site, the blood is unobstructed, normal saline positive pressure flushing, it is found that there is fluid leakage between 44cm-45cm of the catheter, maintenance is given, the infusion is suspended, and the venous access is re-established to ensure the patient's fluid infusion. At 10:00 on (B)(6), the head nurse of the nursing outpatient checked the patient's PICC leakage, determined the location between 44cm-45cm, trimmed the catheter after disinfection, connected the integrated extension tube, the catheter was built-in 38cm, the external leakage was 5cm, and the arm circumference was 25cm, and it was properly fixed. The patient then undergoes x-rays to confirm the catheter position. Confirm that the catheter can be continued, instruct the patient to use PICC infusion fluids, and there is no further leakage during the day, give education to the patient's family, and pay attention to the patient's catheter condition."